Manufacturer narrative:
Product ID 3708120, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2009 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).

Event description:
The patient reported "multiple lead revisions" and that her managing hcp performed them.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had lupus and the disease caused the scar tissue holding her lead to not form properly. The patient confirmed that the lead had ¿dislodged¿ several times, usually when she participated in physical therapy. The patient noted she had two dislodgements in 2009.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that the patient had left leg crps status post spinal cord stimulation on (B)(6) 2008. It was noted that the patient's pain was a 10. It was noted that the patient had irritation from the leads. It was noted that the patient had sharp left lower extremity pain that was non-radiation and worse with activities. It was noted that nothing relieved it. It was noted that the patient stated that the leads shifted and that they were not getting "no stimulation" now. It was noted that the patient was scheduled for a revision "(B)(6) 2008." It was noted that the left leg and foot were unable to be examined due to allodynia. It was noted that the paddle electrode migrated with left thigh "pos." It was noted that the plan was to remove the old paddle electrode and replace with a bifurcated ins and add an extra cylindrical lead down in the left leg. It was noted that the plant was to move the ins with next "ext" to slightly high and posterior of axillary line. Please note that the patient stated they were fine since 2011 as reported in manufacturer report # 3004209178-2013-21702.